Event description:
The patient presented with high impedance. It was noted that the patient had an increase in seizures and no longer felt stimulation from the magnet. The patient also noted that the generator moved down a little. The device was disabled and x-rays were performed. The physician believes that the migration of the generator possibly caused the lead to become disconnected from the generator. Regarding the cause of the migration, the physician noted that the patient noticed the lack of stimulation after waking up one day. It was noted that a nylon suture was used to secure the generator during implant. Ap and lateral chest and neck x-ray images were reviewed. Due to the quality of the image, it was unable to be assessed if the connector pin is fully inserted in the connector block. The generator placement was determined to be abnormal as it is at rib 5 and should be at or above rib 4. The feedthrough wires appear intact. The lead was visualized in the chest and neck. It appears that a part of the lead is routed behind the generator. The lead was assessed for fractures and no gross fractures or discontinuities were noted. No sharp angles were observed in the lead. The lead wires appear intact at the connector pin. Based on the x-rays received, the cause of the high impedance could not be confirmed. The reported generator migration could not be confirmed as it is unknown where the generator was originally placed. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent a battery replacement due to normal battery depletion. Impedance was within normal limits with the new generator. The explanted generator is not available for return to the manufacturer. No other relevant information has been received to date.